Event description:
It was reported, the video system center has one serial digital interface (sdi) port that is not working; there is no image from the port. The issue occurred during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
E1 street address line: (B)(6). E1 street address line 2: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the main printed circuit board failed, the receptacle was loose, the image flickers, dust was inside the equipment, locking lever failure, and tracks of the flat cable were rusted. Based on the results of the investigation, it is likely that the following led to the malfunction: failure of the main printed circuit board. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.